Event description:
It was reported that during a coronary stent procedure, the physician was unable to cross the lesion. Upon removal the stent appeared to be damaged. No patient injuries or complications occurred.